Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip prematurely fell off from catheter into the patient's body thus the physician had a difficulty deploying the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Block h11: correction: block e1 (initial reporter phone).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopy procedure performed on (B)(6) 2023. During the procedure, the clip prematurely fell off from catheter into the patient's body thus the physician had a difficulty deploying the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.